Event description:
Event description guidant received information that pacing thresholds and impedances measured high in all but one configuration, tip-to-coil. In this configuration, sensing and pacing was adequate.